Event description:
It was reported that visible air bubbles occurred. During the procedure, a farawave catheter was selected for use. When the catheter was inserted into the sheath, the physician observed air bubbles in the flush luer lumen. Despite flushing, the air could not be removed. At that time, the starter guidewire was already in place, and the catheter was inserted so that it was hidden within the sheath. No abnormalities were noted during sheath preparation. The sheath was already inside the body when the catheter was advanced. Normally, a pump is used for irrigation, but in this case, it was not applicable since air removal is typically performed during catheter advancement. The bubbles were specifically observed in the flush luer lumen. No air was seen in the patient. The catheter was replaced, resolving the issue. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave was analyzed. Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported allegation.

Event description:
It was reported that visible air bubbles occurred. During the procedure, a farawave catheter was selected for use. When the catheter was inserted into the sheath, the physician observed air bubbles in the flush luer lumen. Despite flushing, the air could not be removed. At that time, the starter guidewire was already in place, and the catheter was inserted so that it was hidden within the sheath. No abnormalities were noted during sheath preparation. The sheath was already inside the body when the catheter was advanced. Normally, a pump is used for irrigation, but in this case, it was not applicable since air removal is typically performed during catheter advancement. The bubbles were specifically observed in the flush luer lumen. No air was seen in the patient. The catheter was replaced, resolving the issue. The procedure was completed without patient complications. The device was received for analysis.